Manufacturer narrative:
The field reports of low lead impedance, no capture and no sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the right atrial lead exhibited loss of capture, loss of sensing and low impedance. Physician changed out the lead and completed the procedure. Patient experienced no adverse events.